Event description:
Dealer is stating that the joystick will not turn on intermittently and the screen goes blank.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.